Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the packaging of a bd plastipak¿ syringe was ¿broken¿. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The customer sent a photograph showing five empty packaged and one piece with the broken package on one side. The defects are confirmed. However, based on the acceptable quality limit for the empty blister defective and packaging integrity, they're within the allowed parts. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The replica of the defect was made to evaluate the proper functioning of the sensors that are currently available in the packaging equipment such as empty blister, this sensor was working correctly, that is, when capturing the chamber of the cavities with empty blister it was sending to waste the blisters that contained empty cavities. The loading robot did not perform the charge or the machine stopped if there was only 1 cavity that was missing, however, when the waste accumulated these blisters could be light and with the speed they carry could be falling inside the boxes. Corrective action for both defects includes, placed a waste level sensor that stops the machine and communication with the event personnel.

Event description:
It was reported that before use, the packaging of a bd plastipak¿ syringe was ¿broken¿. There was no report of exposure, injury, or medical intervention.